Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition "lithium battery low". This condition occurred upon power up. The facility representative stated that there was no known patient involvement and no reports of patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a low lithium battery was confirmed and reproduced during product evaluation. The assignable cause for the reported problem was determined to be a depleted lithium battery. The lithium battery was replaced to correct the reported condition. Additional information: this device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.